Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. During the six month follow-up, the battery percentage had dropped from 38, to 16 percent. The device model and serial is included in an advisory population however the unit has not yet been explanted at this time. The technical services data evaluation confirmed a two month replacement window was acceptable to maintain patient safety. Additional information: this device was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. During the six month follow-up, the battery percentage had dropped from 38, to 16 percent. The device model and serial is included in an advisory population however the unit has not yet been explanted at this time. The technical services data evaluation confirmed a two month replacement window was acceptable to maintain patient safety.